Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing uncomfortable stimulation/overstimulation. Pt was implanted on (B)(6). Pt reported since implanted stim feels too strong sometimes. Sometimes it feels ok but sometimes it goes crazy. Pt said she lowered the stim but it is still doing the same. Patient services asked when pt is doing when she notices stim feels stronger. Pt said she feels stim stronger when she goes pee and sits down on the toilet. Pt said she lowered it from 1.10 v to 1.00 v and still felt stim too strong sometimes. On the call she decreased down to 0.95 v. Symptoms reported were: stim too strong sometimes. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Additional information received from the healthcare provider noted that no diagnostics were performed. Actions taken: pt reduced stimulation. Cause of the patient's uncomfortable stim: too much stimulation. The patient's uncomfortable stimulation had been resolved.